Event description:
It was reported that a pump was alarming for a system error 105. There was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of system error 105 was confirmed. The eval experienced the reported symptom caused by a failed motor flex. The motor assembly was replaced.